Event description:
It was reported that a cartridge change error occurred with the insulin pump, causing issues with engaging the cartridge during the loading process. There was no information available regarding the customer's blood glucose levels at the time of the event. Technical support assisted the caller in attempting to resolve the issue by cleaning the pneumatic tap area and loading a new cartridge, but these efforts were unsuccessful. As the pump was within the warranty period, the customer was informed of the need for a replacement, which was arranged. The customer declined to provide information on their backup insulin therapy plan. Instructions for returning the problematic pump and handling the replacement were provided.